Manufacturer narrative:
Initial reporter updated.

Event description:
It was reported that the patient underwent surgical intervention to replace their ipg on (B)(6) 2019. Stimulation therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately two months ago. Surgical intervention may be undertaken at a later date to address the issue.